Event description:
It was reported that shaft break occurred. A 3.50 x 32mm synergy megatron drug-eluting stent was selected for treatment. However, when a stent was inserted in the proximal portion of the guiding catheter, the proximal part of the shaft broke outside the patient's body. The device was completely removed but damaged, and the procedure was completed with another of the same device. No patient complications were reported.